Event description:
Caller reported a power source alert 07. There was no adverse impact to the customer's blood glucose level. Customer used a tandem charging cable and wall adapter, and after leaving the adapter plugged into a working outlet for 30 consecutive minutes, the pump began charging, resolving the issue without further assistance required.